Event description:
It was reported that the catheters arrived bent and twisted and since using them the customer experienced bleeding. The customer stated that he was no longer able to insert the 14fr at all but was able to use the 12fr. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a " material incompatibility¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters arrived bent and twisted and since using them the customer experienced bleeding. The customer stated that he was no longer able to insert the 14fr at all but was able to use the 12fr. No medical intervention was reported.